Event description:
It was reported that the patient presented in the emergency room after feeling shocks. The atrial lead exhibited oversensing and noise. The lead would be reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.